Manufacturer narrative:
Device evaluation: analysis was completed for the uninterruptible power supply (ups) that was returned. The ups was standalone tested, along with the accompanying battery, and no issues were detected. All twelve and forty eight volt outputs measured normal voltage. The unit did not shutdown during forty hours of testing. The power switch worked as intended. There was no fault found with the ups. Analysis was also completed for the battery that was returned. Upon return, the battery measured 51.7v. The battery was connected and tested alongside the accompanying ups and no issues were observed. There was no fault found with the battery. FDA evaluation codes apply to the analyses completed for the ups and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. The software was noted to be functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test and service the equipment. The uninterruptible power supply (ups) and main cart battery pack were replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The ups and battery were returned to medtronic but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that about 2 hours into the case, the system unexpectedly shut down without any warning. The site rebooted and the system worked normally. The site opted to abort navigation. There was no delay to the procedure, and there was no impact on patient outcome. A medtronic representative (rep) performed additional troubleshooting and found that the system was powering off every 10 minutes or so. After checking the self test, the rep found that the battery was fluctuating between 0 and 100 consistently.